Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2017 the patient was at a store and suddenly passed out and hurt the back of his head. Patient was brought to the emergency room with a scalp laceration, but does not have a skull fracture. The etiology of the syncopal episodes is not clear at this time since the patient only had an orthostatic syncope after dialysis on (B)(6) 2015. Patient was fine.